Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the or found a red speck of paint on the side of the cutter blade as they were pulling it for use on a case.

Manufacturer narrative:
Alleged failure: or found a red speck of paint on the side of the cutter blade as they were pulling it for use on a case. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be inadequate cleaning process, environmental conditions. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the or found a red speck of paint on the side of the cutter blade as they were pulling it for use on a case.